Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the probable cause of the issue was unable to be determined since the ongoing investigation proved to be inconclusive based on the information provided. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system became unresponsive when loading patient exams. Ctrl-alt-backspace did not the resolve, so the site representative hard shut down the system. There was no patient present when this issue was identified. The medtronic representative reported that the issue did not reoccur after a reboot and the site refused service.